Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting high pacing thresholds and lead impedance when programmed to the bipolar mode. The ipg was reprogrammed to the unipolar mode and is functioning appropriately.